Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a blank display. The patient's blood glucose at the time of incident was 142 mg/dl. The customer changed the battery multiple times but the blank display anomaly persisted. Troubleshooting could not be completed since the customer could not find their battery cap. No products were returned for analysis and a replacement battery cap was shipped to the customer.